Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and calcified coronary artery. A 38 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Further dilatation was performed with balloons and a 3.00 x 20 synergy¿ drug-eluting stent was then advanced but it also failed to cross the lesion. However, it was noted that the synergy distal stent edge was flared. Further dilatation of the lesion was performed again with balloons and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.